Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 1.426 mg/ml at an unknown dose and unknown morphine 1 mg/ml at an unknown dose via an implanted pump for non-malignant pain. It was reported the patient has had three MRI¿s and each time she had an MRI her pump had stopped and restarted. It was noted the most recent time the pump stopped, it stopped for 1.5 hours and then started again. Patient symptoms were not reported. The first pump stop was on (B)(6) 2018 (unknown duration), and the event date regarding the second and third motor stalls were asked and unknown. The second motor stall and recovery duration was also unknown. No further complications were reported/anticipated or expected.